Event description:
The customer reported that the pump battery was depleting too quickly, leading to a pump shutdown. There was no adverse impact to the customer's blood glucose level. Technical support educated the customer on the reset effects of pump shutdown, ensured the resumption of insulin delivery, and instructed the customer to uninstall and reinstall the mobile app, which the customer completed. Despite these efforts, the battery continued to deplete at an excessive rate, prompting technical support to arrange for a pump replacement. The customer was instructed on returning the pump and confirmed their understanding, agreeing to use the current pump as a backup therapy in the meantime.